Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use or handling. A visual examination of the returned device found that five (5) bands were present on the ligator head and three (3) bands were moved out of position. It was observed that the ligator head teeth was damaged. There was no issue with the irrigation tube. It was noticed that the suture was broken with a portion attached to the ligator head, however, the proximal portion was not returned. The trip wire was also noticed to be bent and the proximal loop including the crimp was retracted into the handle post. Trip wire was not secured in the handle assembly slot upon receipt for analysis but the handle slot presented evidence of previous securing of trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, indents were felt, an audible click was heard, and no issue was noted with the handle assembly. The condition of the returned device was consistent with the complaint that the bands failed/ were unable to deploy. Failure to deploy the bands during use could not be functionally verified during the product analysis. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands could not be released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands could not be released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.